Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00525.

Event description:
It was reported that a torque limiting handle did not limit the torque output during surgery and caused a driver to twist. The procedure was completed using an alternative driver shaft with the same handle. There were no reports of patient impacts associated with this event.this is report two of two for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: (ethnicity), (method, results, conclusions) - the returned handle was evaluated. The torque output of the device was found to be within performance specifications. There were no other failure modes detected with the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a torque limiting handle did not limit the torque output during surgery and caused a driver to twist. The procedure was completed using an alternative driver shaft with the same handle. There were no reports of patient impacts associated with this event. This is report two of two for this event.